Event description:
It was reported that the patients implantable pulse generator (ipg) stopped taking a charge since the paddle lead revision (MFR. Report number: 3006630150-2024-06394). It was also stated that the ipg was protruding more than usual and was unable to connect to the remote control and clinician programmer. Additionally, it was noted that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) stopped taking a charge since the paddle lead revision (MFR. Report number: 3006630150-2024-06394). It was also stated that the ipg was protruding more than usual and was unable to connect to the remote control and clinician programmer. Additionally, it was noted that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively.